Manufacturer narrative:
Date of event: unknown, but the best estimate date is between (B)(6) 2018 and (B)(6) 2018. Serial#: unknown/not provided. Expiration date: unknown as product serial number was not provided. UDI #: a complete UDI # is unknown as product serial number was not provided. If explanted; give date: the explant was planned for (B)(6) 2018 but to date no confirmation has been received. Device manufacture date: unknown, as the serial number of the device was not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the zct375 +20.0 diopter intraocular lens (iol) was implanted into the patient's right eye (od) on (B)(6) 2018. Reportedly, the patient experienced decreased visual acuity and a myopic surprise. The lens was planned to be explanted on (B)(6) 2018 and replaced with a zct225 +20.0 diopter. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional info: additional information was received and it was learnt that the intraocular lens with serial number (B)(4) was explanted on (B)(6) 2018 as planned. There were no vitrectomy performed and no suture used. It was also noted that there was no treatment or prescription given by the doctor outside the normal post-op treatment. The account commented that the explanted lens is not available for inspection. Visual acuity post-op (post-initial implant): 20/60. Visual acuity post-op (post-replacement): 20/25. The following fields were therefore updated: serial#: (B)(4). Expiration date: 7/19/2022 UDI #: (B)(4). If explanted; give date: (B)(4). Device manufacture date: 7/19/2017 patient code: updated from planned explant to explant device evaluation: the product testing could not be performed as the product was not returned. Therefore product testing could not be performed and the customer''s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.